Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt began experiencing symptoms of pump failure approx 19 months on support. The pt was given heparin treatment and was placed on pneumatic support using an ip console and stroke volume limiter (svl). A decision was made to replace the lvad with another lvad.

Manufacturer narrative:
The patient remains on lvad support. The explanted device was returned to the MFR for evaluation and is currently being an analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.